Event description:
The ventilator as attached to a pt when the event occurred. The ventilator was running fine, however, the alarm indicator would not reset. To remedy the problem the respiratory therapist swapped this unit with another one. The user indicated there was no harm to the pt. The issue reported with the device was that there was no audible alarm. Typically when the alarm activates the red bell light activates, there is a message on the screen showing which error the device is alarming in regard to, and the audible alarm is triggered. This time only the red bell light activated. There was not an audible alarm nor did the error message show up on the screen. It appears the lamp for the light was stuck on. The device would not reset with the manual button. It only reset itself once it had been powered down and turned back on.

Manufacturer narrative:
Info provided by bio-tech, "prior to using the ventilator on a pt the standard protocol is to run the device for a little while to verify it is working normally. No info regarding the pt provided except that the pt was in nicu. Ventilator was reviewed by biomedical dept. The ventilator was working fine. The biotech followed the performance verification in the manual and no issues were found with the functionality of the ventilator. A request to return the device back for evaluation was made. Awaiting device and will provide updated info on the results of the evaluation once obtained.